Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The adhesive defibrillation pads were discarded by the user and were not available for evaluation. The hard paddles assembly was evaluated, but no discrepancies could be observed. Following evaluation, the device and the hard paddles assembly were returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer attempted to administer defibrillation shocks with their device (and adhesive defibrillation pads), to a patient with recurring arrhythmias. However, at the first arrhythmia after connecting the adhesive pads to the patient, the device failed to deliver a shock. The nurse immediately changed to hard paddles and could administer a defibrillation shock to the patient. This reportedly happened twice during treatment. The healthcare staff at the event confirmed that the reported issue did not affect the patient¿s outcome. The patient expired.